Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricle was perforated by the nose cone and guidewire as the physician attempted to cross the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transaortic tavr procedure, the team decided to do a left cut-down for femoral access. As the surgeon was doing the cut-down, he noticed there was too much calcium in the femoral artery and decided to change approach to transaortic (tao). After tao access was obtained, the delivery system and sapien 3 valve were advanced and after crossing the annulus, and after the physician went onto live fluro, it was noticed that the nose cone and the wire had been ¿pushed¿ deep into the apex. The sapien 3 valve was pulled back to the annulus and the wire remained in the apex, the nature of the curve of the wire took on a ¿different shape than initially was placed¿. The team then decided to exchange wires and use a boston scientific safari wire. The patient¿s pressure dropped and medication had to be administered to maintain pressure. The valve was able to be deployed in normal fashion in an 80:20 aortic/ventricular positon. The delivery system was removed and echo showed no pvl, but an effusion. The patient was hypotensive and the team had to use vasopressors to maintain the patients¿ blood pressure. The blood pressure did not come up on its own and the patient required increasing vasopressor support. The surgeon then decided to put the patient on pump in order to investigate the problem. After opening the chest, a svc/ra tear was noted. It is undetermined if the tear was caused by the cardiopulmonary bypass cannula or from the transaortic access. As the physician was repairing the tear, a posterior wall disruption was noted in the apex. Despite hours of surgery the patient expired.